Manufacturer narrative:
Continuation of medical devices: product ID 3057, product type screening device. Product ID 3057, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that trial patient's back hurts around incision area. More information was received on (B)(6) 2018 with trial patient reporting that their programmer was locked and asking for a password. They also mentioned that they think their symptoms are worse today than before. Trial patient was referred back to the healthcare professional (hcp). On (B)(6) 2018, trial patient continued to report that the programmer was locked, and they could not get it to work. The device was being removed.

Manufacturer narrative:
Review of this MDR and or additional information received shows that there is no information to reasonably suggest that the device may have caused or contributed to the removal of the trial. Therefore did not meet the reporting requirement stipulated in 21 cfr 803. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable for si. No additional supplements are required unless additonal information is received indicated reportable.